Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel along with high out of range pacing impedance measurements of greater than 2500 ohms. A lead fracture was suspected, but not confirmed. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed temporarily until the revision procedure was performed. During the revision the rv lead was surgically abandoned and the crt-d was electively explanted. Remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the e-grams and event markers the device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.